Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sensor started notification became frozen on the pump screen and the customer was unable to clear it. The customer's blood glucose level was 350 mg/dl. Reportedly, the notification was cleared prior to contacting tandem technical support and insulin delivery was resumed. In addition, it was reported that the customer received a continuous glucose monitor (cgm) error 42. Reportedly, the pump was reset to resolve the reported issue.